Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that during a procedure for a distal radius fracture on an elderly patient, surgeon had positioned the plate and inserted a 2.4 va locking screw. The surgeon was not satisfied with the angle of the screw and tried to back it out to reposition it. The screw appeared to be caught on the edge of the plate hole, and would not disengage from the plate and continued to spin. Surgeon was unable to reposition the screw. All other screws were seated in the plate and the procedure was completed without further problem. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.